Event description:
It was reported that the patient presented for follow-up in clinic. Upon device interrogation, it was noted that the left ventricular (lv) lead exhibited high pacing impedance and high capture threshold resulting loss of capture. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
Correction: the reported aware date should be 15 oct 2025 instead of 16 oct 2025.

Event description:
New information received notes that patient experienced discomfort due to lv was not capturing.